Manufacturer narrative:
The investigation was limited to the information provided as the device was not be returned for examination. The investigation could not draw any conclusions about the reported event. A complaint history review has identified no additional complaints of this nature for this device.

Event description:
It was reported anchor was inserted into the site, when the bridging tension was applied, both tape and suture were pulled out from the anchor. A competitive device was required to complete the procedure. No injuries were reported.